Event description:
Product problem: four types of lighted rectal retractors manufactured by esi showed severe corrosion and pitting after one sterilization cycle. The corrosion affected the solder/brazing material at the joints and spread to other parts of the instruments. The corrosion also allowed bioburden to enter the hollow handle, making the retractors impossible to clean and a potential hazard for patients. Product identification: the affected products are: retractor, lighted hill ferguson rectal small, 25mm x 60mm, product ID: 15-0240 retractor, lighted hill ferguson rectal small, 32mm x 70mm, product ID: 15-02411 retractor, lighted hill ferguson rectal small, 35mm x 70mm, product ID: 15-0242 retractor, lighted hill ferguson rectal small, 38mm x 74mm, product ID: 15-02441 product use: the retractors were used on one patient per set and were not reused on a second patient. They were cleaned and sterilized according to the instructions for use provided by the manufacturer. Product outcome: the retractors were found to be defective by the surgical staff in the operating rooms. They did not cause any adverse events. All 28 retractors purchased from esi were returned to the manufacturer for inspection. The manufacturer acknowledged that this was a widespread issue affecting multiple customers. Reference reports: mw5147825, mw5147827, mw5147828.